Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of needle free connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2203e and lot # 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd smartsite vial access device had flow issues. The following information was received by the initial reporter with the following verbatim. Case received from cvs verbatim from email "pt reported she was having trouble with the pre-filled sterile water for injection syringe. The pt reported that it was hard to push the plunger down. The number of kits associated with the product complaint: unknown. Who was the preparer/administrator of the product and did they receive handling training? Unknown. Description of when the defect was discovered (opening the box, prior or after administration, or during which administration step): upon injection. How/where was the product stored: unknown. An outbound call was made to consumer for pqc follow up and during the call, the consumer reported feeling really dizzy after administration ((B)(6) 2025). The patient states she was so dizzy that she felt like she was going to pass out. The patient states that the dizziness has subsided and she has recovered today. The patient did request a call back from her hcp in regard to this event but is still waiting to hear back. The patient states that when she was initially trying to push the prefilled syringe plunger down to empty its contents in the vial, she was met with a lot of pressure and could not push the plunger. Patient states the adapter was already placed on the vial and she was trying to press the plunger down to place the prefilled syringe contents in the vial. The customer reports that after some time, she was able to finally press the plunger and finish administering her dose. The patient states she is not sure if this incident was a result of human error or an issue with the product itself. The product is not available for retrieval and no pictures are available.